Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient's ins charge would only last 14-15 hours and the charge used to last 1.5-2 days. They had noticed the day before yesterday, prior to (B)(6) 2022, after they had met with their manufacturer representative. The patient mentioned they would ask their manufacturer representative to see if something had changed and caused the ins not lasting as long. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.